Manufacturer narrative:
The device passed testing. Based on the data below, hospira could not attribute the issue to the device. Infusion pumps are not designed to detect an infiltration. An infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure sensed by the pump may not exceed the set occlusion pressure limit. A significant infiltration can occur without causing an excess pressure within the system and thus would not elicit an occlusion alarm. According to documentation in health devices 27(1):39, january 1998, (B)(6) indicated that: "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneous injection port - a needle. Thus, to avoid problems, staff members should monitor IV sites of pts who are receiving infusions through pump at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur." This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use. The device was programmed to deliver an unspecified concentration of docetaxel at a rate of 323 ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the clinician noted swelling at the IV site on the pt's left arm. The customer contact indicated that about 250 ml of docetaxel had infiltrated into the surrounding tissue. The pt was treated with a warm pack and hydrocortisone cream according to hospital policy. The pt's arm was placed in a bradford sling. It was reported that the pt's "arm still red and some tingling in area, also very sensitive." It was reported that the pt's IV site continues to be under observation. Though requested, no additional info was provided.